Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). The reporter¿s information is unknown; therefore, no attempts have been made to gather product identification or obtain additional information. Suggested component code- mechanical (g04): stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial hip surgery done by surgeon at a hospital. Subsequently, the patient suffered a periprosthetic fracture of the femoral component. The stem appeared to have subsided, fracturing the femur. Another surgeon removed the stem and femoral head and prepped the patient for a zimmer biomet arcos femoral component. The cup was positioned well and was secure and opted to only change the polyethylene. Once new liner was implanted and zimmer biomet femoral components were implanted, a trial reduction was performed and the hip was found to be stable. Final closing took place. No other adverse events or delays took place.